Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain and discomfort at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted, relocated and replaced. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.